Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was not reproduced. The grip unit, remote switch 1, universal cord, video connector, light guide connector, and light guide cover glass were scratched, due to external factors. The remote switch 1 and the light guide connector had dirt that was difficult to remove, due to handling. The video connector was cracked due to an external factor. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when the bending section of the device was angulated downward and to the right, the monitor screen disappeared. There was no report of patient injury associated with the event. The reported event occurred on the first use after the device was previously repaired.